Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 3.0 inr, customer meter and master lot strips: 3.2 inr. Donor #2: retention meter and master lot strips: 2.9 inr, customer meter and master lot strips: 3.2 inr. The maximum difference between measurements with the same blood sample was 3 %. Returned customer material and retention material complies with specification.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 4.9 inr. Within 2 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.7 inr. The patient was advised to skip one day of warfarin medication based on the meter and laboratory results. No adverse events were alleged to have occurred with the patient. No serious injury occurred due to adjustments in warfarin based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient has no concerns with hematocrit levels. The patient does not have lupus or antiphospholipid antibodies. The patient does not take other blood thinners or direct thrombin inhibitors. The patient did not have any bleeding or bruising at the time of the meter measurement. The patient is on a low iodine diet. The patient stated that he only cleans the meter when he notices contamination under the strip guide cover. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 345213) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.